Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/19/2020 h.6. Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported this morning that one of her insulin syringe needles got stuck and went into the top of the needle shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9308347. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200857423, 200857387, 200857192, 200857431] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ needle on the bd insulin syringe broke off and became "stuck" in the top of the shield during use. The following information was provided by the initial reporter: "consumer reported this morning that one of her insulin syringe needles got stuck and went into the top of the needle shield. Stated this happened with one insulin syringe from this box.".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9308347. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200857423, 200857387, 200857192, 200857431] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ needle on the bd insulin syringe broke off and became "stuck" in the top of the shield during use. The following information was provided by the initial reporter: "consumer reported this morning that one of her insulin syringe needles got stuck and went into the top of the needle shield. Stated this happened with one insulin syringe from this box."